Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought a 2 pack of the gum deep clean toothbrush and the bristles on one of them started to fall out.